Manufacturer narrative:
On 1/24/2024 - we were informed of a patient who had an obstructed capsule removed surgically. The doctor who prescribed the capsule endoscopy has retired and the practice is no longer in operation, therefore, the surgery was performed by another doctor. Frm-0089b capsule incident questionnaire was sent to obtain further information about the case. 1/29/2024 - the capsule was sent to the download center. 1/31/2024 - the capsule arrived at the download center and the video was successfully uploaded into capsocloud. 2/2/2024 - the video was reviewed and a mass was spotted in the last 3 hours of the video that prevented the capsule from passing though. 2/21/2024 - the frm-0089b was received indicating that the patient had a pre-existing condition that may have led to the retention.

Event description:
On 1/24/2024- we were informed of a patient who had an obstructed capsule removed surgically. The doctor who prescribed the capsule endoscopy has retired and the practice is no longer in operation, therefore, the surgery was performed by another doctor. Frm-0089b capsule incident questionnaire was sent to obtain further information about the case. 1/29/2024 - the capsule was sent to the download center. 1/31/2024 - the capsule arrived at the download center and the video was successfully uploaded into capsocloud. 2/2/2024 - the video was reviewed and a mass was spotted in the last 3 hours of the video that prevented the capsule from passing though. 2/21/2024 - the frm-0089b was received indicating that the patient had a pre-existing condition that may have led to the retention.